Event description:
It was reported that during a percutaneous transluminal angioplasty the catheter stuck on the guide wire and a shaft break occurred. Access was obtained via the left femoral artery with a contralateral approach. While advancing the ultra-soft sv balloon catheter over a non bsc guide wire, the catheter became stuck on the guide wire. The balloon catheter and guide wire were removed as one without incident. While attempting to remove the balloon catheter from the guide wire outside the patient, the shaft of the catheter broke. The procedure was successfully completed with another device no patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).